Event description:
It was reported that, "the capture would not hold onto the cutting jig. We cleaned and repositioned the two components and the capture would still open."

Manufacturer narrative:
Evaluation summary: the root cause of the event could not be determined as the event could not be confirmed. A functional test of the devices indicated that the modular capture easily locked into the tibial resection guide. The devices were returned in functional condition. It is likely that debris or other foreign material could have prevented the two devices from properly interlocking with each other. It is also likely that the devices separated due to the natural harmonics of sawing.